Event description:
Flap created on the right eye without incident. Upon lifting the flap, tear was noted. Flap was carefully lifted, ablation was performed. Flap was carefully repositioned. Bandage contact lens placed at the end of the procedure. No flap lift and rinse was performed. Uncorrected visual acuity (ucva) and best corrected visual acuity (bcva) were not provided. Additional follow up was obtained. Patient is currently scheduled for his second eye on (B)(6) 2013. Patient's current vision is 20/30 and improving, also both eyes is 20/20.

Manufacturer narrative:
Evaluation: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(6) 2013. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. An fse visited the site on (B)(4) 2013, for a normally scheduled preventive maintenance and did not identify any issues associated with the event. Placeholder.

Manufacturer narrative:
Date of event was on (B)(6) 2013. Placeholder.